Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. An ablation was also performed at the time of the watchman procedure. The patient returned for their 45-day follow-up tee and a blot clot was found. The patient remains on eliquis.